Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12july2019. The manufacturer¿s international service technician confirmed the reported 24v issue and replaced the power supply to address the reported problem.

Event description:
The customer reported that the system wouldn't power on. There was no patient involvement.